Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. Customer reported that the line can get caught if it springs out overnight while asleep you don't get any insulin where the actual clip was, there's a gap in between the hinge the line will get jammed in there and cut it off on. The insulin pump will not be returned for analysis.